Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not deploy as intended and the cannula did not insert into the skin; this indicates a needle mechanism failure. The patient's blood glucose levels rose to 17 mmol/l (306 mg/dl). The pod was not worn. As treatment, a new pod was activated.